Event description:
Patient underwent laparoscopic bilateral salpingectomy using a ligasure maryland sealer/divider. Following procedure a small foreign body was seen on the bowel. When it was removed it was discovered to be a small piece of white coating on the jaws of the instrument. No harm or injury to patient and all parts of device accounted for.